Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary vessel. A 2.75mm x10mm flextome¿ cutting balloon¿ was selected for use. During procedure, when dilatation was performed after passing through the lesion, it was noted that the balloon ruptured. Procedure was completed with another of the same device. No patient complications were reported.